Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified did not indicate a lot-specific quality issue. Based on available information and without the returned device to analyze, a cause for the reported difficult gripper actuation issues could not be reported. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report gripper actuation issues. It was reported that during preparation for a mitraclip procedure, the xtw had uneven gripper motion. When the gripper on one side was at 120 degrees, the other was at 100 degrees. They could not be aligned. A replacement device was used to complete the procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.